Event description:
The reporter contacted animas on (B)(6) 2012 alleging that beginning a few months ago, the ok keypad button began to stick when pressed and did not always respond when pressed. The reporter also stated that the symbol is worn off of the ok keypad button. The patient reportedly wears the pump in a protective case attached to a belt and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact. Testing confirmed all the keypad buttons had intermittent response when pressed and required multiple presses to evoke response. The keypad was removed for investigation revealing visible contamination under all the key contacts.